Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were hard to push, sticky or sometimes unresponsive and cartridge was loose or not secure when customer screws reservoir. Customer¿s blood glucose was unknown. Customer stated that insulin pump had diminished battery life which lasting for less than 1 week, rainbow effect on screen, damage to the casing of and had cracks, had alarm fore low battery and low reservoir. Customer also stated that insulin pump had unexplained no delivery alert and bolus was freeze for sometime. And insulin pump will not be returned for analysis.